Event description:
It was reported that a patient implanted with an impella cp experienced an impella defective alarm and the pump stopped. The pump was explanted. The patient was in stable condition.

Manufacturer narrative:
Patient information is not available. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.